Event description:
It was reported that a pt underwent a laparoscopic incisional/ventral hernia repair procedure on (B)(6) 2010. The pt leaked seroma fluid through the 10-12mm trocar site through the hernia sac, that was used to place the mesh into the abdomen. The trocar site was resutured on (B)(6) 2010 which was the first post-operative day. On (B)(6) 2010, the pt had returned to normal activities and the seroma was completely resolved by (B)(6) 2010.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly.